Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. As received, a large portion of the device header near the vtip block was damaged. Also, the vring and vtip septa and set screws were removed. The device header was examined under magnification and appeared to be severely damaged. Black scorch marks appeared all around the damaged opening, consistent with the reported use of electrocautery in the field. The damage to the header compromised the integrity of the v-lead header bore. Lead bore diameter measurements could not be performed due to the damaged header. The damage, along with the removal of both septa and set screws would have removed any body fluid during screws would have removed any body fluid during decontamination that could have caused lead removal difficulties. Therefore, the cause of the lead being stuck in the header could not be determined.

Event description:
It was reported that during an elective replacement the rv lead was stuck in the header. The physician used electrocautery to cut through the header.